Event description:
It was reported that noise was noted on the superior vena cava (svc) coil of the right ventricular (rv) lead. The svc coil was deactivated and later the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.